Event description:
A caller reported that a pump malfunction occurred after dropping it, and the malfunction code displayed was "malf 9." There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted with resetting the pump, but the malfunction recurred, and a replacement pump was sent. The customer was advised to use multiple daily injections (mdi) as backup therapy, and steps were provided for returning the faulty pump and handling the replacement.